Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced an adhesive event as the infusion set tape was not sticking. The event/cause of the product not adhering as per patient was reported to be her particular skin and perspiration during excercise. The set had been in use for 1 day. Patient prepared site using alcohol also allowed for alcohol to dry before inserting infusion set. Patient confirmed that she perspired heavily. No further information available.